Manufacturer narrative:
Refers to the main device, other components include: product ID 8703w lot# j0039914r, implanted: (B)(6) 2000, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25 mg/ml of morphine at 3.9 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that dye was observed pooling behind the catheter during a dye study. The patient had complained of increased pain since their last pump replacement. A dye study was performed on (B)(6) 2017 and the dye pooled behind the pump where the catheter lay. The patient's pump was refilled and programmed to minimum rate. The patient would be scheduled for a catheter revision. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. The issue was not considered resolved at the time of the report. The patient's status was listed as "alive-no injury". Additional information was received from the healthcare provider via the manufacturer's representative on (B)(6) 2017. The initial reporter and their contact information was confirmed. It was reported that the catheter revision occurred on (B)(6) 2017. The catheter was laying directly over the front of the pump and refill port. The issue was considered resolved. The patient's weight was provided. Additional information was received on (B)(6) 2017. It was confirmed that the dye pooling was the result of a leak in the catheter caused by damage to the pump occurring as a result of the catheter lying over the refill port. It was confirmed that the catheter was revised and would not be returned for analysis. No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) lot# j0039914r serial# implanted: (B)(6) 2000 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump portion of the catheter was revised. 15cm of the original catheter was replaced with 15cm of new catheter (no change in catheter length or volume). The rep wanted to confirm how to calculate a bolus. It was stated there was old drug in the original portion of the catheter (0.152ml), nothing in the new pump portion (0.033ml), and new drug in the pump tubing and reservoir. No further complications were anticipated/reported.